Manufacturer narrative:
In the open study, the right distal superficial femoral artery stent was noted to have small strut fractures distally within the stent with minimal kinking at the 36 month follow up. There was no reported patient injury as a result of the fracture. No treatment will be provided. The patient met all the inclusion and exclusion criteria. The patient was enrolled into the study due to decreased activity tolerance. The target lesion the right mid superficial femoral artery (sfa). The length of the lesion was 80 mm. The stenosis rate was 85% with minimal calcification. A retrograde puncture was made with a 6f sheath in the left common femoral artery (cfa). There was successful passage of a guidewire across the target lesion. The lesion was pre-dilated with a 6 x 80 mm balloon catheter. A 7 x 80 mm flex stent was successfully deployed at the lesion and post-dilated with a 6 x 80 mm balloon at 14 atmospheres (atm). The residual stenosis was 30%. No adverse events occurred during the procedure. After the procedure, the patient was discharged the on the same day. There were no adverse events reported.  Two images were received in the form of a cd of the lower femur of the right leg. Image1 shows a lateral view of the distal femur with a self-expanding stent clearly visible. The reported fractured strut is less obvious in this view but there is a discontinuity apparent in the distal end of the stent this could possibly indicate a fractured strut. Image 2 shows an anterior-posterior view of the distal femur with a self-expanding stent clearly visible. The stent is situated in a calcified vessel. There appears to be a discontinuity in the distal end of the stent which may possibly indicate a fractured strut, which is illuminated brightly, perhaps as it is out of plane with the remainder of the stent. A device history record (DHR) review of lot 1333710 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-fractured in patient¿ could not be confirmed through visual analysis of the images received. The exact cause of the event could not be determined during analysis. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces may have contributed to the reported event. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the open study, the right distal superficial femoral artery stent was noted to have small strut fractures distally within the stent with minimal kinking at the 36 month follow up. There was no reported patient injury as a result of the fracture. No treatment will be provided. The patient met all the inclusion and exclusion criteria. The patient was enrolled into the study due to decreased activity tolerance. The target lesion the right mid superficial femoral artery (sfa). The length of the lesion was 80mm. The stenosis rate was 85% with minimal calcification. A retrograde puncture was made with a 6f sheath in the left cfa. There was successful passage of a guidewire across the target lesion. The lesion was pre-dilated with a 6x80mm balloon catheter. A 7x80mm flex stent was successfully deployed at the lesion and post-dilated with a 6x80mm balloon at 14 atmospheres (atm). The residual stenosis was 30%. No adverse events occurred during the procedure. After the procedure, the patient was discharged the on the same day. There were no adverse events reported. Additional procedural details were requested but are unknown.